Event description:
It was reported the pt experienced diminished stimulation in the left leg. The sjm rep was unable to regain effective stimulation. The lead was interrogated and gave several invalid impedances. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.